Event description:
Reporter indicated a patient was experiencing pain and puffiness at the vns generator site, and it was felt it would benefit the patient to have a smaller vns model generator implanted. The patient had vns generator replacement performed on (B)(6) 2012. Attempts for product return and further information are in progress.

Event description:
Reporter indicated the patient's vns generator site pain and puffiness was felt to be related to the presence of the vns generator. The patient had no trauma and did not manipulate the vns. No causal or contributory vns programming changes or medication changes preceded the onset of the pain and puffiness at the generator site. The explanted generator has been received and is pending product analysis

Event description:
Product analysis was completed on the returned vns generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.